Event description:
During incoming inspection of the product by zoll's technical service dept, the device displayed a "pacer fault 177" message. There was no pt involvement in the reported malfunction.

Event description:
During incoming inspection of the product by zoll's technical service dept, the device displayed a "pacer fault 117" message. There was no pt involvement in the reported malfunction.